Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-02400. It was reported the patient's lead was discovered to have migrated up to the pocket during lead replacement reportedly, both leads were explanted and replaced with a pentad lead. Effective coverage was achieved postoperatively.

Manufacturer narrative:
Corrective data: regulatory report section: report subtype was inadvertently entered as 5 day report subtype instead of the intended 30 day report subtype. Report subtype corrected to 30 day.